Manufacturer narrative:
###This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. A supplemental report is being submitted for additional event details. Investigation of this event is pending and a supplemental report will be sent upon its completion.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced strep mitis bacteremia that was confirmed by cultures. The patient was treated with antibiotics.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted for ventricular assist device (vad) low flows and a decrease in power consumption from baseline. It was noted that the patient¿s international normalized ratio (inr) was therapeutic at the time of the event. Vad inflow occlusion was suspected and the patient was given thrombolytics. It was later decided that a vad exchange was necessary and the vad was explanted. Upon explant, there was thrombus within the inflow cannula and entry into the vad housing. It was further reported that thrombus was observed within the patient's left ventricle (lv). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported low flow event was confirmed via log file analysis which revealed a sudden decrease in power consumption and estimated flow on (B)(6) 2020 to parameters below normal operating range and 13 low flow alarms logged on (B)(6) 2020. Information received from the site indicated that a device thrombus was suspected; the patient was treated with thrombolytic therapy and later underwent a vad exchange. Failure analysis of the returned pump revealed that the device passed visual examination, functional testing, and dimensional verification. Internal pathological report revealed no evidence of thrombus within the device. However, visual evidence provided by the site revealed evidence of throm bus within the inflow cannula. There is no evidence of a malfunction that may have prevented the pump from performing as intended. Based on the investigation conducted and available information, the most likely root cause of the reported low flow event may be attributed to thrombus at the inflow cannula. Per the instructions for use, device thrombus is a known potential complication associated with the implantation of a vad. There is no evidence that the patient had a history of thrombus events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for correction and an update to the device evaluation/investigation completion. Correction b3: date of event was corrected from 03-dec-2020 to 01-nov-2020. Product event summary: (B)(6) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the pe rformance of the device in relation to the reported event. The reported low flow event was confirmed via log file analysis which revealed a sudden decrease in power consumption and estimated flow on (B)(6) 2020 to parameters below normal operating range and 13 low flow alarms logged on (B)(6) 2020. Information received from the site indicated that a device thrombus was suspected; the patient was treated with thrombolytic therapy and later underwent a vad exchange. Additional information provided by the site indicated that when the patient was admitted, tissue plasminogen activator (tpa) was given but there was an incomplete response. The patient required an emergent pump exchange due to a vad clot. It was noted that the patient had been compliant with warfarin and maintained inr as expected. The patient also experienced strep mitis bacteremia that was confirmed by cultures, and was treated with antibiotics. Failure analysis of the returned pump revealed that the device passed visual examination, functional testing, and dimensional verification. Internal pathological report revealed no evidence of thrombus within the device. However, visual evidence provided by the site revealed evidence of thrombus within the inflow cannula. Based on the available information, the device may have caused or contributed to the reported event. Based on the investigation conducted and available information, the most likely root cause of the reported low flow event may be attributed to thrombus at the inflow cannula. Per the instructions for use, device thrombus and infection are known potential complications associated with the implantation of a vad. There is no evidence that the patient had a history of thrombus or infection events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that when the patient was admitted, there was suspected thrombus. Tissue plasminogen activator (tpa) was given but there was an incomplete response. The patient required an emergent pump exchange due to a vad clot. It was noted that the patient had been compliant with warfarin and maintained inr as expected.

Manufacturer narrative:
A supplemental regulatory report is being submitted for additional information. A voluntary medwatch form 3500/3500b was received (report #mw5099741); since f10 is not contained on that form, select fields in section f have been populated by the manufacturer. F1 user facility f2 uf/importer report number: unknown f3 user facility name/address: (B)(6). F4 contact person:(B)(6), f5 phone number: (B)(6). F6 date user facility became aware of the event: unknown. F7 type of report: unknown. F8 date of this report: 26-feb-2021. F9 approximate age of device: unknown. F10 event problem codes: unknown. F11 report sent to FDA: 02-mar-2021. F12 location where event occurred: unknown. F13 report sent to manufacturer: unknown . F14 manufacturer name and address MFR. Name: medtronic, inc addl: 14400 nw 60th ave city: miami lakes state: fl zip: 33014. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.